Event description:
A letter was received by aci on (B)(6) 2012 from an individual who stated her mother underwent a catheterization procedure and was experiencing complications. After further investigation, it was reported to the aci sales professional by the user facility that a (B)(6) female patient was admitted after normal hours for an emergency catheterization procedure between (B)(6) 2012. Post procedure, the technician who is a trained user, selected the mynx cadence vascular closure device 6f/7f for closure. Post-deployment, the patient developed a "large" hematoma, reported to be >6cm. Manual compression was applied for 20 minutes. A femostop was applied and hemostasis was achieved. Sometime afterwards, the patient developed a pseudoaneurysm which required a thrombin injection near the bifurcation to resolve. The patient was discharged to home on (B)(6) 2012. It is also noted that it was reported that the physician performed the access into the patient's groin and the technician performed the mynx closure procedure. On (B)(6) 2012, the aci sales professional reported that neither the physician nor the technician who deployed the device believed the reported incident is related to the mynx procedure/device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.